Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5034279. Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5043348.

Event description:
It was reported the patient experienced freezing phenomenon which was moderate in severity. The patient was admitted to the hospital and the device was reprogrammed. The physician assessed the event to have a possible relationship to stimulation, and not related to the procedure or hardware. The event has resolved and the patient was discharged.